Event description:
Facility reported that a nursing home called to have four leaking companion 41 (c41) stationary liquid oxygen units serviced. The facility's service technician/driver retrieved the units from the nursing home, emptied them, and stored them overnight in a full-size van. The next morning, he entered the van on the driver's seat and lit a cigarette. He saw a red flash and dove from the van. He was treated and released for 2nd degree burns to his forearm in the emergency room. As stated in product labeling (enclosed), smoking is prohibited around liguid oxygen equipment and the equipment is to be stored in well ventilated areas at all times. Reference co's complaint file #cgmp19973237.